Event description:
It was reported that the PICC was placed on (B)(6) 2014 and the patient developed a symptomatic dvt on (B)(6) 2014. The dvt was confirmed by us. This patient had prior central access.

Manufacturer narrative:
A lot history review (lhr) of reyi0861 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.